Event description:
It was reported to nova biomedical that a consumer's blood glucose meter started giving blood glucose results in mmol/dl instead of mg/dl. The consumer stopped using the meter had used a back up meter. No decisions to treat were made on the alleged faulty meter. The consumer was asked to reseat the meter's battery but the meter continued to read in mmols. A replacement meter was sent and the meter will be returned to nova biomedical for evaluation.

Manufacturer narrative:
Nova biomedical is awaiting the return of the device for evaluation. If any significant findings are a result of that evaluation, a follow-up report will be filed.